Manufacturer narrative:
The device was not sent back to the service hub; therefore, the visual inspection and functional testing could not be performed. A review of the device¿s 12-month service history did not indicate a similar event. The device event log/alarm history was not sent back to the service hub; therefore, a review of the event log/alarm history could not be performed. In conclusions, it is stated in the technical services manual, an alarm will go off and the pump will stop infusing if an air bubble above 0.1 ml or 100 mcl is detected in-line (distal sensor). If the bubble is less than 100 mcl in size/volume, then an alarm will not sound if an air bolus passes the distal sensor. Without a definite size measurement of the bubble at the time of the event, this cannot be confirmed; therefore, no probable cause can be determined. To mitigate air-in-line, lines should be primed prior to administration per the system operating manual. Additional information found in h4 - device mfg date.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date involving a plum 360 pump that did not alarm for air in line. No additional information was provided.